Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found pressure regulator 2 (pr2) was out of adjustment and the driver displacement indicator (ddri) was slightly off. The fsr calibrated the unit per the 2k preventative maintenance procedure. The unit passed all performance checks. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that despite using a low bias flow, the user was not unable to adjust for low mean airway pressures (maps) without using the limit knob. The user feels that the "knobs" are not working correctly. There was no patient involvement associated with this reported issue.